Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol) in (B)(6) 2022 and was suspected to be depleting prematurely as it displayed a bd code indicating long charge time which is associated with remaining low battery capacity. Device replacement was recommended since therapy is no longer guaranteed due to the device reaching eol. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. The device has been explanted and replaced.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol) in december 2022 and was suspected to be depleting prematurely as it displayed a bd code indicating long charge time which is associated with remaining low battery capacity. Device replacement was recommended since therapy is no longer guaranteed due to the device reaching eol . The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.